Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap threads were stripped, and the cap was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap fit to maintain an electrical connection. The ez-prime steps were performed correctly, and no further power interruptions occurred during the investigation. The pump cover was removed, to find no intermittent conditions to the power printed circuit board. Unrelated to the original complaint, the display screen contrast was dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the user was unable to tighten the battery cap to the pump, the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.